Event description:
It was reported that the implantable cardiac monitor (icm) was implanted directly under the patient's deep brain stimulator (dbs) device and since both use magnet activation, electro-magnetic interference (emi) may have occurred. The dbs device was reprogrammed and stimulation resumed. The icm remains in use also. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 7482a51, neuro extension, (B)(6) 2011; 7482a51, neuro extension, (B)(6) 2011; 3387s, dbs implantable lead, (B)(6) 2011; 3387s, dbs implantable lead, (B)(6) 2011; 7426, dbs implantable pulse generator (ipg), (B)(6) 2011. (B)(4).